Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the psn 210 dialyzer. Incidents occurred at the start of treatments and were noted on leak alarms. Both of the blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.